Manufacturer narrative:
It was reported that prior to a procedure, an anesthesiologist was troubleshooting why the anesthesia machine was not able to deliver adequate tidal volume to the already intubated patient. The anesthesia circuit was changed and the patient was reintubated. Upon inspection of the anesthesia hoses it was determined that there were holes in the tubing. No patient injury resulted. The procedure was completed without further incident. The sample was returned and evaluated. A visual inspection revealed that there were small slits on the tubing. We cannot rule out that the potential root cause resulted from opening the carton or improper storage. There have been no other complaints for this issue. Due to the reported incident and in an abundance of caution, this medwatch is being filed.

Event description:
It was reported that there was a hole in the tubing of the anesthesia circuit. The circuit was replaced and the patient was reintubated.